Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a watchman access system. The device was bloody. Analysis of the tip, sheath and hub/valve included microscopic and visual inspection. Inspection revealed a kink in the sheath located 5mm from the strain relief. Inspection of the rest of the device found no other damaged or defect.

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The was became kinked when the closure device was fully recaptured. The physician exchanged the access sheath for a new one and completed the procedure using a new delivery system. A closure device was successfully implanted in the laa of the patient. There were no patient complications and the patient is doing fine.

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The was became kinked when the closure device was fully recaptured. The physician exchanged the access sheath for a new one and completed the procedure using a new delivery system. A closure device was successfully implanted in the laa of the patient. There were no patient complications and the patient is doing fine.